Manufacturer narrative:
The subject device will not be returned to the manufacturer, investigation cannot be performed.

Event description:
After a novasure procedure damage to adjacent tissue was noted. Attempts to collect additional case-related information were unsuccessful. Device not returned for evaluation. Cause of adverse event could not be determined.